Event description:
The customer reported system is having intermittent fast stop errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller battery, and tightened wires and connectors. System operates as indented.